Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, there was difficulty with valve alignment when using the 26mm commander delivery system (ds). The difficulty occurred during gross alignment in a straight section of anatomy where the valve was between markers prior deployment. During alignment under fluoroscopy, the distal portion of the pusher tip appeared slight bent (kinked). After releasing tension and reattempting alignment, the same area exhibited a similar kink appearance. Alignment was repeated multiple times and was ultimately completed by adjusting the alignment position. During valve deployment, the balloon on the ds expanded from the distal side and did not form a dog bone configuration. As a result, the valve was deployed slightly higher than intended, at 100/0. The final deployment was successful, there was no patient injury, and the patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.